Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information requested 07/20/2007, 07/23/2007, 07/25/2007 and 07/30/2007 by phone, fax, and mail. Additional information received 07/25/2007, 07/31/2007 and 08/07/2007 by phone and mail.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the cartridge split and the iol entered the posterior chamber so rapidly that the leading haptic went through the posterior capsule. The lens was removed and successfully replaced with another lens in the sulcus. The surgeon reports a good outcome for the patient.